Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-33, lot# va092jh, product type lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they were experiencing aches and throbs which was uncomfortable. The patient stated that they would lay in bed and could not be on the side they normally slept on. The patient noted that the little wires had bubbled up in the crack area which was spongy, and they could see/feel the wires. The patient stated that they had brought it up to their hcp but they had not really answered at the time. The patient was advised to follow up with a healthcare professional (hcp) and the patient stated that they were meeting with their hcp on the day of report. No further complications were reported or were expected.